Manufacturer narrative:
On (B)(4) 2015, the customer technical support (cts) instructed the customer to check pinch valve pv49 and found the instrument leaking following the error message. The customer used the special troubleshooting procedures to replace tubing at pv49. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained diluent leak of approximately 5ml from the coulter hmx hematology analyzer during startup and shutdown cycles. There were also 'diluent comparison out of limit' error'. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was/no report of injury or biohazard exposure to open wounds or mucous membranes.